Manufacturer narrative:
The investigation into the access site bleeding was possible, as the product was returned for analysis. When the product was returned no defects were found that would have caused or contributed to the bleeding. The root cause was unable to be determined. The failure mode will be monitored and trended.

Event description:
The complainant decided to place an impella cp as care escalation from an intra-aortic balloon pump (iabp) in a cardiomyopathy patient. The team removed the iabp and exchanged sheaths for the cp to be placed. The previous iabp insertion was done at a steep angulation and there was concern for bleeding with the larger cp pump and it's sheath. When in the ICU, for hemodynamic monitoring, the cp site was seen to be oozing. To treat the blood loss, the team held pressure, and later gave 2 units of blood replacement. The cp pump successfully supported the patient for 5 days, in conjunction with ECMO, til wean and explant.